Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient had hip pain. Head and liner were revised. Update 6/27/2016- litigation received. No allegations were present. There are no new additional updates that would affect the existing MDR decision. Update -10/19/2016 pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes reported hypertrophic synovitis, benign lesion/keloid, elevated metal ion levels, corrosion at the head-taper junction. Pathology result report necrosis, foreign body type reaction, and inflammation. Metal ion levels provided were at non-reportable levels. Updated liner/head and added stem. The complaint was updated on: 11/14/2016.